Event description:
It was reported that during use, one unit of revaclear 400 had an external blood leakage from the blue end of the dialyzer. There was patient involvement however, no patient injury or medical intervention was reported, however the patient was treated with vancomycin prophylactically . No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual sample was provided for investigation. The device was tested to determine the dialyzer did not leak. The reported condition of external leak was not verified. However, the device was confirmed to have an incorrectly placed gasket inside the dialyzer resulting in an internal leak. This is a manufacturing related issue and a nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.